Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity showed 10 percent remaining thus there was concern over possible premature battery depletion. Engineering reviewed the stored information and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for suspected premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity showed 10 percent remaining thus there was concern over possible premature battery depletion. Engineering reviewed the stored information and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for suspected premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. Additional information was received that prior to the device change out procedure, the field representative experienced difficulty interrogating the subcutaneous implantable cardioverter defibrillator (s-ICD). A procedure was performed where the device was explanted and replaced for suspected premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. The s-ICD was able to be interrogated successfully with a programmer, thus the difficulty interrogating the device in the field was not able to be confirmed by analysis. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
Additional information was received that prior to the device change out procedure, the field representative experienced difficulty interrogating the subcutaneous implantable cardioverter defibrillator (s-ICD). A procedure was performed where the device was explanted and replaced for suspected premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Field e3 occupation was corrected. The product has been received for analysis. This report will be updated upon completion of analysis.